Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Rep indicated that patient had a previous dislocation treated in the emergency room (e.r.) With a closed reduction. An x-ray of the dislocation indicates the date of event was (B)(6) 2018.